Event description:
Spontaneous report. Indication- nonfamilial hypogammaglobulinemia. Home infusion nurse reported pump had error code 20:0 about battery for pump. Batteries were changed but code still coming up. New pump needed. Unknown if pt missed a dose, no adverse event reported, pump will be sent back to manufacturer. Reported to (B)(6) by: health professional.